Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated she was inserting her cartridge and as she tried to attach the adapter to her device, insulin started squirting out. She said there was "very little insulin inside the pump. During troubleshooting with a company rep, the plunger was detached from the piston rod. The pt was instructed to clean out any insulin in the device. The pt was educated on the proper way to insert and remove her insulin cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.